Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. No product to be returned as it was discarded by the facility. No product returned for investigation.

Event description:
Complaint received regarding one ch3340, bag spike w/clave additive port and clave, lot# unknown." When nursing was removing the chemo bag spiked with ch3340 from the pharmacy chemo bag they noticed the inside of the bag was wet. They sent it back to pharmacy and pharmacy, under the hood, identified that it was leaking where the blue connects to the white on the clave that connects to ch3034. This is the second leak is the same place with this bag spike reported this month." There was no serious adverse patient/clinician consequences reported.